Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited under-sensing of p-waves causing pacemaker mediated tachycardia (pmt). Programming changes were performed. There were no patient consequences.